Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had the safety mechanism fail. The following information was provided by the initial reporter: "it was reported by the facility representative that the needle did not retract into the safety shield."

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had the safety mechanism fail. The following information was provided by the initial reporter: "it was reported by the facility representative that the needle did not retract into the safety shield."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9252066. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.